Event description:
The event involved a transpac¿ it monitoring kit, 60" pressure tubing, 3ml flush device, un-bonded macrodrip. The reporter stated that they had several instances of increasing pressure alarms which means that the fluid was not infusing properly through the transducer. It was also stated that the increase pressure alarms were resolved after pulling the ¿blue tab¿ on the transducer, which makes the fluid unable to pass through the transducer properly. Status was during infusion. The fluid that used was arterial line fluid. It was also stated that all of these transducers were utilizing arterial line fluid running at 1-2 ml/hr on a syringe pump. All of these had 30ml syringes running on medfusion 4000 syringe pumps. The pressure bar on the syringe pump will decrease if the blue tab on the transducer is pulled which is why their clinicians thought that it has something to do with the fluid moving through the transducer. This seems to be occurring on night 2-3 of the transducer being used and switched out every 4 days/ 96 hours. They attach their transducers to kids kits, but this is not a recent change in practice. Hence, there was no human harm reported.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Plots: 13903526 MFR date: 2/1/2024 exp date: 2/1/2027. 13937379 MFR date: 4/1/2024 exp date: 3/1/2027. 14128058 MFR date: 9/1/2024 exp date: 9/1/2027.

Manufacturer narrative:
The reported complaint of increasing pressure alarms was confirmed. No visual anomalies were observed. When the transpac was electrically tested, and a wave form was able to be zeroed with the waveform visible on the monitor. The transpac it set was tested for continuous flow rate, when the pull flush is in an inactivated state, the sample failed to meet specification requirements. The dfu specifies that a 30 ml transpac it set must be used with a pump. The 3 ml set is not intended for use with infusion pumps. The probable cause of the increased pressure alarm had occurred due to the use of a 3 ml transpac it set in a pump application, contrary to its intended use. The possible lot numbers were reviewed, no nonconformities were identified that may have contributed to the reported complaint.